Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Reportedly, the cartridge set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer performed a supply change as well as administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.